Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, ventilator inoperative codes were found in the ventilator's downloaded error log. The device's printed circuit board will be replaced to address the reported occurrence of a ventilator inoperative error being triggered. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. The device will be included in the fsn 2023-cc-src-039.